Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was replaced to resolve the issue.

Event description:
It was reported that the left rear caster broke from the unit during a case. The unit tilted but did not fall. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.